Manufacturer narrative:
(B)(4). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported that a patient needed a revisions due to pain and a prolapsed tibia in the knee. During the surgery the surgeon noted laxity in the medial ligament and questions the cement bond to the tibia component.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: unknown femoral catalog#: unknown lot#: unknown, unknown articular surface catalog#: unknown lot#: unknown, unknown bone cement . (B)(6). Reported event was confirmed through review of medical records. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a left knee revisions approximately 11 years post primary surgery, due to pain and a prolapsed tibia in the knee. During the surgery the surgeon noted laxity in the medial ligament and questions the cement bond to the tibia component.